Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the left anterior descending (lad) artery. The 2x15mm mini trek balloon dilatation catheter (bdc) was advanced but met resistance with the anatomy and could not reach the target lesion. The bdc was removed with resistance from the anatomy and a 2x12mm non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.